Manufacturer narrative:
No further details are available. The MFR is closing its file on this event.

Event description:
Device was implanted in december, 1996. On 2/13/97, the facility nurse contacted a MFR clinical rep and reported that device has been accessed weekly for navelbine infusion, which requires confirmation of a blood return before infusion. On 2/4/97, a blood return could not be obtained despite flushing the device and changing the pt's position. A dye study was done which was reported as normal. Urokinase was instilled in the device to eliminate the possibility of a small occlusion that was not seen on x-ray. On 2/11/97, the device was again accessed for therapy and a blood return could not be aspirated, and now there was also increased resistance to injection. Urokinase was very slowly instilled using a 3cc syringe, but produced no change in ability to flush (still positive resistance) or obtain a blood return. Facility nurse stated that she was calling for recommendations on further troubleshooting. Surgeon suggested to pt that device may need to be replaced. MFR nurse recommended discussing with surgeon possibility of a repeat dye study to idientify point of obstruction in device flow path, versus surgical intervention. Device cautions were then discussed, including using a maximum injection rate of 40psi, using a 10cc or larger syringe and a maximum injection facility uses another MFR's infusion sets. Device is accesssed until needle contacts the base of device. Device has been reaccessed several times during the course of this problem.